Event description:
User facility reported that upon removal the needle broke requiring physical removal with pliers. As a result, pt required a course of IV antibiotics per facility internal protocol. No adverse effects to pt or user reported.

Manufacturer narrative:
One used sample was returned for eval. Visual inspection confirmed the needle to have broken away from where it joins to the arm, bent approx 20 degrees with distal end severely barbed. These physical characteristics are consistent with damage caused from too long of a needle having been used on the pt. Sample eval found no evidence to suggest the event was caused from an intrinsic defect in the product.